Event description:
A 12mm applied medical trocar was inserted into patient's abdomen and laparoscopic scope was fully inserted through trocar to visualize abdominal quadrants, for the purpose of placing additional trocars. As the scope and trocar were manipulated, the trocar cannula snapped in two. The scope was removed and both halves of the trocar were retrieved. The surgeon was scrubbed in at the time of breakage. The patient was not harmed as a result of the breakage and only a slight delay in the procedure was encountered as another non disposable trocar was inserted in the same location. The broken trocar was cleaned and placed with original packaging for inspection.